Event description:
It was reported that the patient had a replacement in 2011 and the doctor said that there was ¿so much scar tissue around the leads.¿ it was noted that the doctor had to open the patient up to scrape the scar tissue off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# j0406157v, implanted: 2004 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2011 (B)(6); product type extension. (B)(4).